Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in the right coronary artery. The 5.0x8mm quantum maverick balloon ruptured at four atmospheres. The number of inflations is unknown. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).